Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an open coronary artery bypass graft procedure, the clip fell out outside the patient. No clip fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned empty and locked out. In addition, 5 clips were returned on a separate bag, four properly form, and one partially formed. Also, a crack was observed on the cartridge cover, on the distal end of the device. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.